Event description:
It was reported that the atrial sensitivity on the external pulse generator at certain settings was out of specification. The generator was returned for service. No patient involvement was indicated for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases and one side bail cover are broken. Lead flex cover is contaminated. Battery contacts are compressed. Keyboard is scratched. Lcd (liquid crystal display) is missing segments. Battery flex is corroded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.